Event description:
As reported, most of the sealant of a 6/7f mynx control vascular closure device (vcd) was found adhered to the tip of the main unit upon removal, so manual compression was used to complete the procedure. There was no reported patient injury. The procedure was an endovascular therapy (evt). The second button was pressed, and the unknown sheath and main unit were withdrawn together. The deployer had completed training and this was their second case. A non cordis sheath was used. The femoral vessel¿s suitability was verified with an insertion angle of 30 degrees. The vessel was arterial. The vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity or pvd/calcium was reported near the puncture site; button #1 was fully depressed. The balloon was fully deflated, and button #2 was fully depressed. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, most of the sealant of a 6/7f mynx control vascular closure device (vcd) was found adhered to the tip of the main unit upon removal, so manual compression was used to complete the procedure. There was no reported patient injury. The procedure was an endovascular therapy (evt). The second button was pressed, and the unknown sheath and main unit were withdrawn together. The device will be returned for evaluation.

Manufacturer narrative:
As reported, most of the sealant of a 6f/7f mynx control vascular closure device (vcd) was found adhered to the tip of the main unit upon removal, so manual compression was used to complete the procedure. There was no reported patient injury. The procedure was an endovascular therapy (evt). The second button was pressed, and the unknown sheath and main unit were withdrawn together. The deployer had completed training and this was their second case. A non-cordis sheath was used. The femoral vessel¿s suitability was verified with an insertion angle of 30 degrees. The vessel was arterial. The vessel diameter was confirmed to be at least 5 mm. No vessel tortuosity or peripheral vascular disease (pvd)/calcium was reported near the puncture site; button #1 was fully depressed. The balloon was fully deflated, and button #2 was fully depressed. Other procedural details were requested but were not provided. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection showed that button 1 was fully depressed and button 2 was partially depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The balloon was deflated and partially retracted, and the core wire was present. The atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment functional test could not be performed, as the device was received fully deployed. However, since button 2 was received partially depressed, an attempt to fully depress button 2 was performed successfully, and the balloon retracted without issue. Although the balloon was received not fully retracted, it was reviewed and confirmed to be fully deflated, and no abnormal condition was observed. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received with the sealant deployed off the device and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, user-related factors (user error) likely resulted in the inaccurate placement of the sealant reported as the device was received with button 2 partially depressed, and there were no anomalies noted during complete button 2 depression per the functional analysis. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, the IFU states, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if button 2 is not fully depressed, the balloon will not be fully retracted into the device, which can potentially disrupt the placement of the sealant during removal from the patient. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.